Event description:
It was reported the angio-seal was used to seal the arteriotomy site post coronary intervention procedure (pci). Two days later, the pt felt pain in the right leg and no pulses were present. The pt underwent surgery. The physician alleged the angio-seal device might have been inserted too deep; injuring the intima of the vessel. The report stated, the anchor sandwiched the posterior intima causing an occlusion formed by thrombosis. A patch angioplasty using the saphenous vein, was performed. The angio-seal device was removed. Reportedly, the pt was recovering.

Manufacturer narrative:
No components were returned for analysis. Review of the device review history was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for this ischemia and pain could not be conclusively determined; however, the angio-seal anchor sandwiched the posterior intima with thrombosis. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments or surgical intervention. The IFU state overinsertion of the arteriotomy location/sheath assembly into the artery, beyond 2 cm, may increase the chance of premature anchor hook up or interfere with the anchor's performance to achieve hemostasis.